Manufacturer narrative:
A service & repair history review was attempted. The investigation of the complaint articles indicates that the: part no. 399.09, lot no. 8612, no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hrs. (B)(4). Please note: the reported lot number is not a valid synthes lot number. Product number 399.09 is obsolete. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A service and repair record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a clavicle surgery one side of the serrated edge of the reduction forceps broke off intra-operatively. There was no delay in surgery and no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was manufactured sometime in december 1986 at site (B)(4). A manufacturing investigation action was conducted/performed. The report indicates that: one of the jaws is broken off. The broken off portion is missing. The forceps is not holding the locked position because of a loose joint. The device is etched with 399.09 / ¿made in austria¿ 8612 what cannot be found in sap; hence a DHR review therefore is not possible. The state of art of the etch proves that the device was manufactured in december 1986 at site (B)(4). A manufacturing conclusion cannot be presented due to the condition of the product. The forceps is almost 30 years old and we are not able to determine whether wear and tear over this long period or a mechanical overloading situation led to the breakage. The fracture surface is homogenous what indicates material conformity. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the small handle was returned intact and undamaged. The coupling actuates as designed, and is able to mate successfully with a known conforming screwdriver shaft (part# 314.030, lot# 9335423) available at the complaint handling unit (chu). The tip of the returned screwdriver shaft is undamaged. The shaft was not stuck into the handle upon receipt at the chu but is unable to mate with the received handle. There is damage to the coupling end of the screwdriver shaft that prevents it from properly assembling to the handle. The cause of the this damage is unknown, but it is likely that the shaft was subjected to excessive forces possibly during sterile processing. A manufacturing investigation on the reduction forceps showed no manufacturing issues, the likely cause of the damage to the reduction forceps is wear of nearly 30 years of use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.